Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, difficult to remove and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the graftmaster stent was inserted to treat a perforation in the saphenous vein graft to the right coronary artery (svg-rca). During advancement, the graftmaster stent delivery system met resistance, so removal was attempted, but the device met resistance when being removed through the guide catheter. A second coronary guide wire was advanced into the graftmaster and it was successfully removed without issue. The area was ballooned several times and a different stent was implanted proximal to the first stent, resolving the extravasation. Post procedure, the patient was intubated and started on inotropic therapy; however, the family chose to stop treatment. On (B)(6) 2016, the patient died from natural causes. Reportedly, the graftmaster system did not cause or contribute to any complications or adverse events. No additional information was provided.